Event description:
Device was being utilized during a carotid stenting case. Physician was infusing lytic agent to dissolve clot. When pulling back, the radiopaque tip fractured from the bond site. The separated segment migrated to the pt's head. The segment was unable to be retrieved.